Event description:
It was reported that during a superion indirect decompression implant procedure, the spindle cap popped off the spacer while it was being deployed. It is believed that the spindle cap popped off due to some type of anatomical blow late in the procedure, that was not seen on the x-ray. A smaller sized spacer was then used to complete the procedure successfully.

Manufacturer narrative:
The spacer will not be returned to bsc for analysis as it was discarded by the medical facility.